Event description:
It was reported that during set-up for a da vinci s surgical procedure, there was a collision between one of the instrument arms and the camera arm. After the collision, the instrument arm became unresponsive. The site restarted the system, however, the instrument arm remained unresponsive. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The meter was found to be unlocked to mg/dl. The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter. This is a final report

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.